Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb) and requested for a covidien customer support engineer (cse) to upgrade the software. Covidien was not authorized to repair the device. The cse inspected the device and found error codes relevant to the malfunction in the memory log. The cse verified the customer's replacement of the bdu pcb and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received info from the USA stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The exact date of the event is unk.